Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: -due to damage on k-pipe, forceps lever does not move smoothly. In addition, the following reportable malfunctions were identified during the device evaluation: -aw-cylinder (tube) has foreign objects. -aw-tube has foreign objects. -inside of lg lens had stain. Regarding the events found by olympus, it was confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects inside the air/water cylinder, foreign objects inside the air/water tube, stain inside light guide lens and due to damage on k-pipe forceps lever does not move smoothly. There was no patient involvement.